Manufacturer narrative:
Other, other text: returned device was received in damaged physical condition. There was damage to the housing and the screen. No evidence of reported problem in event log was found. During the evaluation of the device, the downstream sensor was the caused of the double beeping issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: additional information: b3.

Event description:
Information was received that device is constantly beeping. No adverse effects reported.